Event description:
It was reported that right atrial (ra) output on the device was high due to high thresholds on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator, (B)(6) 2009; 4024 implantable pacing lead, (B)(6) 1999. (B)(4).